Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time. It was also referenced that on (B)(6) 2012, the patient underwent a gynecological procedure and had an ams miniarc precise implanted.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was reported that patient underwent a robotic abdominal sacral colpopexy, abdominal enterocele repair, right ureterolysis, extensive lysis of pelvic adhesions, rso, rectocele repair, miniarc precise suburethral sling, cystoscopy with calibration on (B)(6) 2012 due to vaginal vault prolapse, sui with urethral hypermobility. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted concurrently with posterior colporrhaphy.